Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2022-02780. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2022-02780. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the iol(intraocular lens) was implanted and then removed when he noticed 2 scratches. Additional information was requested.